Manufacturer narrative:
The returned valve was patent. The valve was able adjust to all pressure level settings on the first attempt. Therefore the conditions of the complaint could not be duplicated by laboratory personnel. The valve met the requirements for reflux, pressure-flow, and leak testing. However it did not meet the requirements for pre-implantation testing. There was proteinaceous debris observed within the interior and exterior of the valve. Debris within the valve may hold pressure-flow controlling mechanisms open affecting the flow of fluid through the valve. The instructions for use (IFU) that accompany the device indicate that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization or other debris.¿ all valves are 100% tested at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that no external/environmental factors were identified that may have led to the reported issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the valve wouldn't change to the 0.5 setting, and every time the physician changed to 0.5, it would slip right back to 1.0. The physician was explanting the valve.